Event description:
It was reported that this right ventricular (rv) lead triggered an alert due to shock impedance measurements out of range, measuring 0 ohms. Boston scientific technical services (ts) discussed inquiring what the patient was doing at the time of the episode. Ts also noted rate sensing was stable and np oversensing or undersensing was observed. No adverse patient effects were reported. At this time, this lead remains in service.